Manufacturer narrative:
Concomitant medical products: product ID 977c165, serial# (B)(4), implanted: (B)(6) 2016, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient and a manufacturer representative reported that the patient had discomfort due to the location of their paddle lead. This issue had been present since implant. The lead was on a nerve which was causing the discomfort. It appeared that the location of the lead and not the stimulation was causing the issue. The patient¿s doctor had taken x-rays to look at the lead location. They also had increased post-implant pain and had a constant feeling of electrical pulses while the stimulator was on and while it was off. The stimulation was not in the patient¿s intended area. It was noted that the device did ¿not properly depict the correct functionality of the implanted device¿ and the patient had increased perception of motor function from the stimulator. The device impedances were checked and all were within normal range. There were no known environmental or patient factors reported with this event. The patient was scheduled for a lead revision on (B)(6) 2016. They had been reprogrammed several times in an attempt to provide better coverage. The patient was implanted for spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.